Event description:
It was reported that a pt in a urologist center suffered a severe allergic reaction after undergoing a cystoscopy. Cidex opa solution was used to disinfect the cystoscope. It was reported the cystoscope used in the procedure was not cleaned with enzymatic cleaner or rinsed as indicated in the product IFU.